Event description:
It was reported that the patient's heart rate was 30 beats per minute. The pulse generator exhibited an output anomaly. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.